Event description:
It was reported that the 9900 system foot switch was stuck and there was no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.